Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty at l1 for compression fracture and intervertebral clefts with osteoporosis. Intra-op, the balloon had ruptured during inflation. The balloon came in contact with the patient. There was a delay of less than 60 min in the procedure. The products were replaced with new ones. The actual products were disposed at the facility. No patient complications were reported. No allergic reaction was reported.